Event description:
The internal bushing of the hightop screw turned/rotated inside of the screw during the rod reduction process.

Manufacturer narrative:
An evaluation of the suspect hightop screw is not possible. The identifying lot number has not been provided nor have the implant been returned.